Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming with no delivery. The patient's blood glucose at the time of incident was 350 mg/dl, but has at some points exceeded 400 mg/dl. The customer was not feeling good as a result of her high blood glucose; she associated her high with a cold she had. The patient tried to treat with a bolus but the pump alarmed no delivery. She called her health care professional for assistance; she then changed her infusion set but the pump did not delivery. Troubleshooting was initiated for the no delivery and the customer was able to prime the pump. The customer was advised that the insulin pump was working as designed but she was not satisfied with that conclusion. The customer was advised that her site may have been occluded. The insulin pump was not returned or replaced.